Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an solyx sis system device was used during a sacrocolpopexy with a sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the sling was not in the right position so they tried to remove it and a perforation of the urethra was then noticed. According to the physician, it was the patient's atrophy and anatomy that caused the perforation. As a result, they removed the device and aborted the case. Reportedly, surgical intervention was made to repair the tear in the urethra. There were no other complications reported. The patient's current condition was reported to be fine.